Event description:
Patient was on cardiopulmonary bypass without any problems or difficulty in oxygenating. After last blood gas on bypass was drawn, the perfusionist noted a quarter-sized spot of sero-sanguinous fluid on the floor under the oxygenator. The bottom of the oxygenator was felt with a gloved hand and more fluid was on glove. There was a bloody area on the end side of the oxygenator and additional fluid inside the casing at the bottom. The patient was successfully weaned from bypass and the oxygenator was brought to the attention of the chief of perfusion. No problem oxygenating the patient prior to coming off bypass and that it appears that fibers were broken within the oxygenator creating the small leak.